Manufacturer narrative:
Corrected information provided in d.4. And g.4. Due to an error in the previous MDR.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. One unsealed sample was returned to argon from the customer for inspection. A dimensional analysis was performed on the returned sample. The dimensional analysis determined that one side of the guidewire was out of specification. The o.d. On one of the end of the distal end of the guidewire was over-tolerance. This could lead the guidewire to have a stiffer end than normal. It is likely that the operator only tapered the guidewire partially and removed the wire from the grinder prematurely. This was likely unnoticed by the operator during the process. At this time, the issue does not appear to be systemic so this will be treated as an isolated issue. However, argon will continue to monitor for recurrence.

Event description:
During procedure, a physician stopped using the guidewire as the guidewire soft tip(distal tip) was abnormally stiffer than usual. A physician is very concern about the abnormally stiff tip(distal tip) which was similar stiffness to the proximal stiff tip. -the abnormally stiff tip(distal tip) can cause serious incident such as cardiac perforation on clinical use. The procedure was completed by using an additionally opened replacement((B)(6)).

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During procedure, a physician stopped using the guidewire as the guidewire soft tip(distal tip) was abnormally stiffer than usual. A physician is very concern about the abnormally stiff tip(distal tip) which was similar stiffness to the proximal stiff tip. The abnormally stiff tip (distal tip) can cause serious incident such as cardiac perforation on clinical use. The procedure was completed by using an additionally opened replacement (a395231).